Event description:
Customer states pt was receiving antibiotics through PICC line in arm. The 1657 tegaderm chg covered the insertion site. Nurse alleges pt c/o of itching and dressing changed at 72 hours. Nurse alleges pt developed white macerated skin at PICC site under chg gel pad. Discontinued use of tegaderm chg. Catheter was removed in response to skin condition. Skin condition improved within 3 days and no further treatment was needed. No culture done.

Manufacturer narrative:
Device not returned, no eval can be performed. Device not provided to manufacturer for eval. Complaint type is being monitored and analyzed. Tegaderm chg complaints are significantly reducing based on number of units sold. 3m's updates to the package insert, add'l instruction sheets, and educational programs are being effective in ensuring optimal use of the product. The insert provides the following info on site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Inspect the dressing daily and change the dressing as necessary, in accordance with facility protocol. Dressing changes should occur at least every 7 days, per current cdc recommendations and may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised. The tegaderm chg dressing should be changes as necessary: if the dressing becomes loose, soiled or compromised in any way. If the site is obscured or no longer visible. If there is visible drainage outside the gel pad. If the dressing appears to be saturated or overly swollen¿